Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: patient consequence: bleeding, no blood transfusion required tissue was evenly placed in the instrument and the orange indicator was within the green scale. During firing the characteristic cracking noise was detected. It was observed that the device cut but there was no staple found neither in the tissue nor in situ. The anastomosis was sutured by hand. Patient is fine.

Event description:
It was reported that during an unknown procedure, the device did not staple but cut. The surgeon sutured by hand. No further information is available. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m54x39. Expiration date: 07/13/2020. Manufacture date: 08/13/2015. The analysis results found that the pph01 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.